Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set tubing and the alarm reoccurred. A pump system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. The customer changed the cartridge and infusion set tubing. Insulin delivery was resumed. The customer's blood glucose (bg) level was 301 mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.